Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and clips would not deploy. Another like device was used to complete the case. There was no consequence to the patient.